Manufacturer narrative:
The scissor was returned dirty and rusted. A significant amount of corrosion was seen at the fracture site and internally. This is indicative of not having cleaned the scissor properly.

Event description:
The facility reported that the surgeon was cutting a soft lens and the blade of the facker/chang iol cutter broke off in the eye. The broken piece was able to be removed and there was no impact to the pt.